Event description:
It was reported by customer that a PICC line was inserted on (B)(6) 2025, to the brachial. On (B)(6) 2025 the catheter kinked PICC x-rays were preformed and PICC was removed. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a kinked PICC was confirmed but the cause is unknown. A single radiographic image of a patient¿s right humerus was returned for evaluation. A right sided PICC, consistent with the implicated 4fr single-lumen powerpicc, was present. Two areas of minimal kinking were seen at the skin surface where the catheter was secured and at the entrance of the catheter into the vein. Although the exact cause is unknown, contributing factors for kinks in these locations could include catheter insertion technique (e.g. Steep insertion angle) and securement methods. This complaint will be recorded for future trending and monitoring purposes.